Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review, is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Catheter placed (B)(6) 2008. When arriving to the department to have his treatment the dressing if full of blood. When trying to aspirate the catheter lock it comes airbubbles in the syringe. When checking the catheter is a damage at the bifurcation. Catheter is removed.